Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A lens cut in half was received. The lens cut in half is consistent with a lens that has been explanted. No manufacturing related issue was identified. Visual inspection: the returned sample was inspected at 10x microscope magnification. Lens had surface residuals adhered to both side of optic body compatible with handling the lens out of sterile environment. No other unacceptable cosmetic defects were found in the returned lens. No manufacturing related issue was identified. The condition of damage in the sample does not allow performing diopter measurement. At manufacturing process lenses are 100% measured for diopter power, resolution, and contrast. Lenses are inspected one at a time and loaded into a lens case immediately after finishing the inspection. The lens diopter result obtained from the electronic system of the test performed during this lens manufacturing, shows that lens with serial number (B)(4) corresponded to a 23.5 d lens. The diopter inspection from the electronic report showed that the lens was release within the diopter specifications. No product deficiency was identified. Sample condition is related to the stress during the explant process. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient could not see with the implanted intraocular lens (iol) in her left eye. The iol was explanted after approximately one (1) month. No complications were reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Other placeholder.